Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. Through out the day. The customer¿s blood glucose was 140 mg/dl at the time of incident. Customer also reported that the sensor would not connect and there was a blood at site issue. Customer declined troubleshooting. The insulin pump is not expected to return for analysis.